Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. The customer rebooted the platform, but the issue was not resolved. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause for the system error was due to the defective processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in october 2008 and is more than 13 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. Unable to communicate with the device and download device data from the archive due to defective processor board, thus confirming the reported complaint. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the defective processor board needs to be replaced. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in autopulse 1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).